Event description:
During a scoliosis procedure, as the surgeon was using the mallet, trying to persuade the collar onto the screw that is used to hold the rod, a piece of the rod introducer pliers broke off. The broken piece was retrieved. The surgeon completed the procedure using a second persuader without further incident and with no adverse effect to the patient noted.

Manufacturer narrative:
Additional narrative: visual inspections noted the weld was broken and the collar retention sleeve was broken off where the retaining sleeve is welded to the tab portion. In addition, 1 of the 4 screws used to hold together the linkage system was loose in the bag. The rod introduction pliers broke while malleting. It is likely that the broken component was the result of impaction forces applied to the subcomponent during an attempt to seat the collar. Severe patient's anatomy could contribute high in-situ forces making rod reduction, seating off the collar/nut difficult and could place high loads on the hook/screw holder. A review of the system indicates the system design is appropriate for its intended use, and it is unclear what surgical circumstances contributed to some of the instruments breaking during surgery. The set contains instruments to help persuade/ bend the rods to accommodate a wide variety of surgical instances and patient anatomy to mitigate the high in-situ forces. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted. One arm of the pliers is broken off at the weld. It is impossible to determine the exact reason why the weld broke. Therefore, this complaint is indeterminate from a manufacturing standpoint. However, it is clearly visible that the soldering material was very consistent as applied onto the surface, which indicates a good weld quality. Also it is clearly visible that there is a mark of a strong hammer blow at the nut above the broken weld. This and the complaint description let us suppose that a mechanical overload during use caused this occurrence.